Event description:
It was reported that the infusion set connector was not fully seated in the ilet, which allowed the device to push out the cartridge and connector during operation and prevented insulin delivery, leading to hyperglycemia around 300 mg/dl; the user performed a full supply change and resumed insulin as usual. Symptoms included elevated blood glucose. Outcomes included no injury requiring medical intervention and recovery after corrective action. Investigation included user troubleshooting and education on proper infusion set and cartridge connection. Investigation of this case revealed a deployment and connection issue of the infusion set and cartridge interface, consistent with use-related misconnection of the infusion set and associated cartridge/connector components. It was concluded, based on previously established findings for similar reports, that the cause was user technique.